Event description:
It was reported that the patient's device had premature battery depletion due to high left ventricular (lv) lead thresholds. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.